Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had the implant for occipital with the implantable neurostimulator (ins) in her chest. The ins moved around in her chest. It was noted that she was ¿heavy-chested¿ and when she slept on her side and moved in bed, it seemed to lift. She would put a pillow between the breasts to make it stop because it would slide and flip up. It was under the skin but did not appear to be in the muscle. This had been occurring since implant. It was noted that the patient was going to have a mammogram, which was not related to the device or therapy. The patient later reported that a manufacturing representative (rep) explained it was normal most likely but they were still not sure. They were going to wait and see.

Event description:
Additional information received from the consumer reported they were told by the manufacturer&#38112;representative (rep) that it was normal to feel movement. The consumer purchased a special undergarment/bra to wear around the clock especially when sleeping which held the implant in the chest in place.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient's device was doing very well now. The patient reported that after the first year it was much better. They stated that they had been experiencing some pain and had a lot of tension. The patient reported that they did not recover well from the implant surgery and they told them that they would be fine in 2 weeks, but after 30 days they still were not well. The patient stated that it got better and it was working well for them. It was noted that the patient had not seen their healthcare professional since implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ins is still moving around in the pocket. The patient said the issue was not resolved. The patient has not followed up with healthcare professional. Patient said that ¿otherwise its working beautifully¿. No further information was reported.